Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneous troponin (accutni) results generated by the unicel dxc 600i synchron® access® clinical system. Three examples of the results were provided. Customer tested 3 patient samples for accutni and obtained results of 1.60, 2.00 and 7.40ng/ml. Upon repeat on a different instrument, these samples gave results of 0.10, 0.40 and 0.02ng/ml respectively. Sample from the first patient when tested the next day, gave a result of 0.014ng/ml. The erroneous results were reported outside of the laboratory and corrected reports were issued. Customer was not made aware of any injury or change in patient treatment associated with this event.

Manufacturer narrative:
Samples are collected in plastic bd lihep plasma or serum tubes with gel separator and centrifuged at room temperature in a swinging bucket centrifuge. Qc is run daily and qc recovery was in range prior to event but was out of range after the event. A field service engineer (fse) was onsite in 2009. Fse found a leak in the peristaltic pump from damaged peristaltic tubing. Fse cleaned wash carousel, installed new preistaltic pump and verified repair per established procedures. Results met published performance specifications. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.